Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was also received with scratched case, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails, faded end cap address label, and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's belt clip on back was broken off. Customer stated that insulin pump had big crack the back of insulin pump and customer can not use the menu button to access the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.